Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached at the transition zone between the hard and soft plastic in the gastric wall and stoma incision. The procedure was not completed, and patient was sent for exploratory laparotomy surgery. It was reported that patient was admitted to hospital beyond the standard of care and was expected to fully recover.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached at the transition zone between the hard and soft plastic in the gastric wall and stoma incision. The procedure was not completed, and patient was sent for exploratory laparotomy surgery. It was reported that patient was admitted to hospital beyond the standard of care and was expected to fully recover.

Manufacturer narrative:
Block h6 (device codes): device problem code a0501 captures the reportable event of peg tube detached. Block h6 (impact codes): impact code f19 captures the reportable event of surgical intervention. Impact code f08 captures the reportable event of prolonged hospitalization. Block h10: an endovive standard peg push tube was returned. Product analysis found the peg tube separated from the dilator at the barbed connector joint. Visual assessment was performed on the joint where the peg tube meets the rigid tubing. It was noted that striations were visible on the rigid tubing indicating that it was likely subjected to a stretching force, resulting in the separation of the rigid tubing from the peg tube. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the problem observed is likely operational factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through contributed to the reported complaint. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.